Event description:
Plaintiff alleges developing type -1 latex allergy from her exposure to latex exam gloves. As a result of her allergy she alleges experiencing physical injuries, pain and suffering, humilliation,loss of enjoyment of life, lost wages , lost earning capcity, medical expenses , medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress, all of which are beleived to be permanent. Plaintiffs husband, alleges loss of consortium of his wife.